Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 5/07/2018 with the following findings: a review of the black box showed one loss of prime warning with a low non zero force. The rewind, load, and prime steps were performed successfully with no alarms. The prime issue was not duplicated during investigation. The force calibration was within specifications. The pump was run for 24 hours with no alarms or a prime issue. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.